Event description:
It was reported that the ventilator was turning on and off by itself with an audible alarm. The reported event occurred during testing and was not on a patient. The customer disconnected the internal battery so that it would not turn on during shipment to the MFR for eval.